Manufacturer narrative:
Device history records was conducted. The report indicates that: device history record (DHR) review: part# 314.743 / suppler lot#14564-01 / synthes lot#5309788, manufactured by supplier (B)(4), manufacturing date: 17-aug-2006. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and the evaluation has shown that a small fragment from the hexagon at the forefront is broken off. The remaining hexagon is in a very used condition, the edges are slightly rounded from often use. Also at the coupling piece on top are clearly visible wear marks at the slot. The manufacturing documents were reviewed and no complaint related issues were found. The drive shaft was manufactured in august 2006 according to the specification. The relevant dimensions were checked and no deviation was found. These findings, the age and the used appearance of the device let us exclude a manufacturing related issue. Based on the provided information we are not able to determine the exact cause of this breakage. It is likely that a mechanical overload during use did lead to this breakage. That only a small piece at the forefront of the hexagon is broken off could be an indication that the device was not fully inserted into the counterpart. Also, there are clear signs of wear at the forefront and at the coupling piece of the drive shaft, which indicates often and intense use. Therefore, wear and tear over the years (manufactured in 2006) could also have played a certain role. It is likely that a mechanical overload during use did lead to this breakage. That only a small piece at the forefront of the hexagon is broken off could be an indication that the device was not fully inserted into the counterpart. Also, there are clear signs of wear at the forefront and at the coupling piece of the drive shaft, which indicates often and intense use. Therefore, wear and tear over the years (manufactured in 2006) could also have played a certain role. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Additional device product code: hrx. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Facility phone number and address is not provided for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the reamer / irrigator / aspirator (ria) drive shaft broke during surgery on (B)(6) 2017. There was no prolongation and the patient outcome was fine. Fragments were generated, but could be removed from the patient. The procedure was completed successfully. This report is for one (1) ria drive shaft. This is report 1 of 1 for complaint (B)(4).